Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was high two days ago. Her blood glucose had increased to 402 mg/dl. The patient attempted to treat via bolus. When she changed her infusion set she noticed a bent cannula. Troubleshooting was declined. The insulin pump was not returned or replaced.